Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2019 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid-abdominal area on (B)(6) 2016 and (B)(6) 2019 using a coolsculpting system applicator, who developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid-abdominal area on (B)(6) 2016 and (B)(6) 2019 using a coolsculpting system applicator, who developed paradoxical hyperplasia (ph).

Manufacturer narrative:
H11 corrected data: g.3 of previous emdr-12536 submission is 6/10/2022.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/10/2022. Clarification to b3 partial date of event: 2020 was provided.

Event description:
It was further reported the applicator used was a cooladvantage coolfit.